Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported nurse stated when she removed the infusion set cannula from the patient, the needle was missing. Nurse emailed to report the needle was not in the customer; confirmed by x-ray. No adverse event reported. Requested return of the alleged device for evaluation.